Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a delivery anomaly. The customer stated that the insulin pump was over and under delivering insulin. The customer reported that they had a high blood glucose level of 400 mg/dl which they treated with the insulin pump. Troubleshooting was performed. The customer stated that the bolus history and programming were all accounted for. The alarm history was checked for a motor position encoder error and they found none. The displacement test was performed and they received a no reservoir. After troubleshooting was performed, the customer still stated that there was a delivery anomaly. Additionally, it was noted that the customer had experienced a low blood glucose level of 40 mg/dl. They treated the low blood glucose with food. The device will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self- test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump programmed with multiple bolus deliveries and all registered properly in the bolus history noted. No bolus delivery anomaly noted. The insulin pump passed the delivery accuracy test. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.